Manufacturer narrative:
Date of report : 07jan19, date rec¿d by MFR: 04jan19. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen calibration issue. The manufacturer¿s field service engineer (fse) replaced the user interface assembly to address the reported problem. The fse performed the required tests and all tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event of date: (B)(6) 2018. Event of this report: 12/04/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The caller reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.